Event description:
The facility representative reported a pump with air-in-line alarm issue. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary: the device evaluation was completed and the air-in-line alarm issue ( false air alarm) confirmed due to alarm duplication. Service replaced the air in line printed circuit board assembly and tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.